Manufacturer narrative:
The reported event of ¿threshold was elevated and higher than desired¿ was confirmed. A complete lead was returned in one piece. Visual examination of the lead found the outer insulation twisted/breached. The cause of the reported event was due to the exposure of the outer coil in the breached outer insulation zone.

Event description:
It was reported prior to the generator changes procedure, the interrogation showed that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was stable throughout the procedure.